Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited low impedance and undersensing in the bipolar configuration. The patient was programmed to unipolar and would be monitored.